Event description:
Caller states that during a proficiency test, the coaguchek s produced the following results: 5.2 inr (0.9-2.3 inr). 1.8 inr (0.7-1.6 inr). No adverse event reported. Requested return of suspect system, and replacement was sent.